Event description:
Customer device =240 mg/dl. Lab =120 mg/dl. Tests were performed 15 minutes apart. No treatment was given. Controls were not in range. A request was made for return product and replacement product was sent.